Event description:
It was reported that the patient received eight inappropriate shocks due to t-wave oversensing. The device remains in use. No further patient complications have been reported as a result of this event.